Event description:
It was reported that at the user facility, the device was overheating. No injuries or adverse consequences were known by the initial reporter.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The device was evaluated and the reported event was confirmed.

Event description:
It was reported that at the user facility the device was overheating. No injuries or adverse consequences were known by the initial reporter.